Event description:
It was reported that when the patient began coming out of anesthesia following implant he felt painful abdominal cramping. The implantable neurostimulator had not been turned on yet; however, the patient felt anterior stimulation in the torso with the device off. The lead was easily placed in the t10-t11 area there was nothing remarkable regarding the surgical procedure. Pain medication was not helping the cramping sensation. Additional information received reported all impedances were within normal limits. X-rays had been taken but the results were not provided. No surgical interventions were planned. Patient outcome was not indicated. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the patient's nerves had been irritated by placing the paddle lead. The event resolved with no intervention required.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Lead: model 39565, lot# unknown, implanted: (B)(6) 2012, explanted: unk.